Event description:
It was reported that the fiber cap had come off inside the patient, causing the aiming beam to only appear forward during the photoselective vaporization of the prostate (pvp) procedure. The physician removed the cap piece with flexible graspers and finished the case using another fiber without clinical consequence to the patient. The fiber was approximately 2mm from the tissue. The fiber was not buried into the tissue, there was no tissue accumulation at the tip and the tip was not cleaned. Fluid was confirmed to be flowing and set up as per the instructions for use but the optional pressurized saline irrigation was not used.